Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: seroma; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and "succulence - light seroma;" ultrasound and MRI performed. The device has been explanted and replaced.